Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding patient with symptoms of burst fracture of l4 involved in plf procedure used in spinal therapy. Levels implanted: l3-l5. It was reported during use, screw shaft on one side of l3 broke. Additional surgery was performed as a result of the event, pse1 was used and implant was removed. Bone fusion was achieved, so all implant products including the broken shaft were removed. Hence, there is no fragments left in the patient. There was no delay in the procedure. Patient was not hospitalized prolong. There were no patient symptoms or complications reported as a result of the event. Patient medical history: epilepsy patient outcome: no health damage in the patient was reported.